Manufacturer narrative:
Currently is is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that she was vomiting prior to hospitalization. Customer was unable to complete troubleshooting at the time of call. No further details provided at time of call.